Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer was stuck. The field service engineer (fse) found that drawer 7 on the auxiliary unit was not opening upon arrival at the site. The drawer had not failed but was unresponsive. The fse accessed the storage space configuration and attempted to open and close the drawer multiple times. Adjustments were made to the drawer chassis to ensure it was not too tight. Further testing was conducted using the diagnostic tools, during which no errors were observed. The drawer was opened and closed multiple times without issue. An acceptance test was performed, which the drawer passed successfully. The system was then allowed to boot into the application. Although there was a brief delay when the error initially occurred, no damage or further issues were observed. A proactive inspection was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was stuck. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.